Event description:
Patient mentioned she had a different brand of pump that failed and dr. Poulter put the (B)(6) pump in and they had other patients that had trouble with this brand pump in 2022. Pt states she had a flonix pump back in the day that had stopped working totally and had gone several months with it not working. Pt states was reading as it was getting bolus but really wasn¿t so did other tests and got patient in to have a new pump put in. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).